Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized due to mental health issues. Nevro attempted to obtain a medical assessment regarding the symptoms but was unsuccessful. There have been no reports of further complications regarding this event and the patient is currently using their device to find effective pain relief.